Event description:
Rptr states device placed on left knee after total knee replacement. On 12/30/94, the pt claims he awoke from sleep because his leg was burning. Device had warm water (ice had melted) and temperature was at highest setting of 50 degree f. Pt had 1st degree superficial burn on medial side of knee. Rptr states machine should not heat up enough to cause burn even if ice melts. Pt saw orthopedic surgeon on 11/10/95. Pt had 2 small blisters; rptr spoke to pt on 11/16/95. Blister was healed.